Event description:
An unrequested bolus dose was delivered. The pump was programmed in the recovery department in the pca only mode to deliver morhine 1 mg/ml. No further programming parameters were provided. The nurse reported that upon picking up the pump to place it ont he pt's bed, the device "chirped," the display incremented, and a dose was delivered. The nurse reported that the pt pendant was "coiled up" on the back of the pump, and the pump had been picked up "by the handle" with one hand, and the other hand supported the bottom of the pump. The pump was powere of and then powered on and reprogrammed. Upon moving the pump for a second time, "iit chirped" and again the display incremented, and a dose was delivered. This was noted prior to attaching the pump to the pt. The pump was removed from clinical service. Therapy was started using a replacement pump. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. No self delivery was noted throughout the testing procedures. The customer's pt pendant cord was returned with the device and was used during the testing procedures. The pump history was printed at the manufacturing site. A review of the pump history indicated the only programming present which indicated the pump was programmed to deliver a concentration of 1mg/ml, occurred on an unspecified date at 1302. At 1309, a 10mg loading dose was administered and the door was locked. At 1313, the pump was programmed in the pca only mode with a 5mg pca dose, a 5 min pt lockout, no 4 hour limit was selected. The door was locked and opened at 1314, at 1315 a 10mg total was cleared and a 1mg/ml concentration was again programmed. At 1321, a 10 mg loading dose was administered. The device was powered off at 1323. A review of the history indicated that the device delivered as programmed.